Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the patient loop recorder exhibited p wave oversensing. Programming changes were made. The patient was in stable condition.